Event description:
Facility reported to anspach service and repair: the battery reciprocator will not run. Facility confirmed that it was discovered during testing, prior to surgery. There was no patient involvement or delays due to the reported event, as it was not used during the surgical procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit will not run was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.